Event description:
It was reported that a physician obtained an error message during implant of a new generator. The physician did not recall what the error message was however he decided not to use the generator. The error message was obtained on the generator prior to being placed in the patient. The patient was implanted with another generator the hospital had on site. The generator that was not used has been returned to the manufacturer for analysis however device evaluation has not been completed.